Event description:
Patient came to clinic with the device in an eos state. It was determined the patient had extensive skin graft procedures at the time of occurrence. The device was reset, returning it to a bos state. The patient had no adverse consequences.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.